Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump buttons were not working and insulin pump had blank display. The customer¿s blood glucose was unknown. . Customer states insulin pump had stuck button alarm after troubleshooting they can not clear the alarm. Customer states red flashing light is on below arrow but cannot turn it on. The customer stated that the insulin pump had frozen display. The device will not be returned for the analysis.

Manufacturer narrative:
After battery installation, device displayed a frozen pump error 68 screen due to a non functioning keypad. After swapping the boards into another case, the keypad problem resolved itself. Upon further review, there was corrosion underneath most of the keypad buttons themselves. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the keypad anomaly.